Manufacturer narrative:
Section h10: (h3) the evaluation noted that the event reported was likely the result of aseptic loosening of the acetabular cup secondary to inadequate initial fixation and subsequent prosthesis wear of the polyethylene component from impingement. Concomitant device: (cn: 138-32-51, sn: (B)(6) gxl liner 10 face changing +5 lateralize. (Cn: 170-32-00, sn: (B)(6) biolox femoral head. No information provided in the following section(s): a4, a5, b6 the following section(s) have additional info: g4, g7, h1, h2, h3, h7.

Manufacturer narrative:
Pending evaluation. Concomitant device: (cn: 138-32-51, sn: (B)(4)) gxl liner 10 face changing +5 lateralize; (cn: 170-32-00, sn: (B)(4)) biolox femoral head.

Event description:
As reported, this (B)(6) y/o female was initially implanted on (B)(6) 2018. At follow up on (B)(6) 2018 in the office. The surgeon noticed an area that was not against bone. He followed it for couple years. Each time it continued to move and show more loosening. Approximately 2 yrs postop the initial implant, the surgeon revised to a competitor¿s revision multi hole cluster cup with a +10 lateralized liner and then used a +7 biolox head. Devices will not return as the surgeon kept them. Patient was last known to be in stable condition following the event.